Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device was provided for evaluation. A visual inspection of the actual sample showed a cut in the tubing. The reported condition was verified. The cause of the condition was determined to be the variations during packaging process. The set was incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machine blades. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a cut in the tubing of the sample. The reported condition was verified. The cause of the cut tubing was due to the packaging machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set had a cut/crack in the tubing; the tubing was in two pieces. This was observed upon opening the primary tubing packaging, prior to unraveling the set. There was no patient involvement. No additional information is available.